Manufacturer narrative:
Correction: initial MDR gives the date received by manufacturer as 02/23/2017. The correct date received by manufacturer is 02/17/2017.

Manufacturer narrative:
Results - bd received 7 samples from the customer facility for investigation. The samples were drawn with horse blood from an elevated reservoir to simulate venous pressure, using bd msns and suhs. The customer's indicated failure mode for blood pooling and splatter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - no definitive root cause could be established for the reported defect.

Event description:
It was reported that blood pooled on the top of the bd vacutainer® barricor¿ tube and splattered when moved. No injury or medical intervention reported.